Event description:
Outbound, patient reports extension tubing (lot # 57x485) is leaking at the filter, replacement sent. No further details provided. Is the product compounded: no. Is the product over-the-counter: no.